Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was in a car accident and as a result the touch screen became shattered and unresponsive. There was no adverse impact to the customer¿s blood glucose level due to the reported issue. Reportedly, customer reverted to manual injections for insulin therapy.